Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Based on the data provided, a general reagent issue could be excluded.

Event description:
There was an allegation of a questionable low ca 19-9 elecsys result from the cobas e 801 module. The initial result was 365 u/ml and the repeat result was 619 u/ml. The repeat result on (B)(6) 2022 was around 600 u/ml. The questionable result was not reported outside of the laboratory. The reagent lot number was 56897600 with an expiration date of 31-may-2023.